Event description:
It was reported that the physician could not insert he lead into the device on both implantable pulse generators. The physician said it felt like the screw was stripped and it would not loosen or tighten to allow the lead to be inserted. A new device was used and the patient recovered without sequelae. For information on additional related devices, see manufacture report #3004209178-2010-07474.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.